Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet bionic pancreas for approximately two hours while the sensor remained paired to the dexcom mobile application, consistent with a communication and pairing issue between the cgm and the ilet receiver. Symptoms included no cgm glucose values available on the ilet during the pairing failure. Outcomes included temporary interruption of cgm data display on the ilet without clinical injury, hospitalization, or medical intervention. Investigation included guided troubleshooting and user education, including disabling the phone¿s bluetooth, performing a bluetooth toggle procedure, and re-pairing the sensor to the ilet. Investigation of this case revealed that the g7 remained connected to the phone, preventing connection to the ilet, and that reconfiguration resolved the pairing and restored glucose readings. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction related to competing bluetooth connections.